Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. , further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, symmastia, visibility/palpability, anxiety-product/procedure.

Event description:
Healthcare professional reported left side textured device. Healthcare professional additionally reported capsular contracture baker grade iii, symmastia, and "breast soft tissue deformation." Patient undergone capsulectomy. Device has been explanted and replaced.